Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not provided by reporter. Additional product code: hwc. (B)(4) lot and manufacturing date unknown. Device not implanted or explanted, fragment remained in patient. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of a screw broke off the screw shaft upon insertion through a plate hole. This occurred during an initial surgery on (B)(6) 2016. The screw shaft was not removed by the surgeon; he didn't try to remove it. The screw shaft remained in the patient. There was a two minute surgical delay. The surgery was successfully completed. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) 2.7mm cortex screw (part 202.874 / lot unknown) was received with the complaint category broken: intra-operatively. This complaint is confirmed, as the returned device was received with the distal tip sheared off. Whether this complaint can be replicated is not applicable for this complaint as the screw is already broke. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. A review of the device history records was unable to be performed since the lot number was unknown. The tabulated product drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by not pre-drilling for the screw and/or extremely dense bone. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended and did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.